Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured before reaching to nominal pressure upon first inflation at 4 atmospheres and a pinhole was noted. The device was removed from the patient's body without problem with the usual method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.